Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's analog board was removed and returned. The reported malfunction "no power up" could not be confirmed without evaluation of the device. The malfunction of "failing the earth ground resistance test" was duplicated and attributed to a faulty shields on the analog board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power on and failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.